Event description:
Customer reported that she had put six (6) drops of reagent onto the swab, instead of the test card as indicated in the product insert, prior to swabbing her nose. Customer stated she is feeling some kind of burning sensation in her both nostrils. Although requested, no additional patient information including treatment and outcome was provided.

Manufacturer narrative:
Customer reported experiencing a burning swabbing nostril using the binaxnow covid-19 antigen self test. Customer reported putting 6 drops of reagent on the swab before swabbing their nostrils. The customer reported being confused by test instructions, technical service assisted customer with test procedure. Technical service was unable to provide the customer with the relevant sds sheet. Technical service contacted customer for additional information, however the customer declined to provide any information and disconnected the call. The product will continue to be monitored and tracked.